Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated the customer was unable to test his blood glucose due to a defective lancing device. Around 9:00-9:30 a.m., the customer's back and head began to hurt, which are typical hyperglycemic symptoms for him, and he self-treated with gatorade. He had his uncle drive him to the emergency room around 10:55 a.m., and his blood glucose was over 400 mg/dl. He was admitted to the hospital and transferred to the intensive care unit, and he was treated with an insulin and saline drip. The alleged product was requested for evaluation.

Manufacturer narrative:
Device was not returned to manufacturer.